Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, post paced t wave oversensing potentially due to fusion was observed. Noise resulting in oversensing and mode switch due to suspected electromagnetic interference was also observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.